Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tracy infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat pelvic relaxation and stress urinary incontinence concurrently with a total vaginal hysterectomy/ bilateral salpingo-oophorectomy, cystoscopy, and anterior/posterior repair. It was reported that the patient underwent a laparoscopic burch procedure with mesh, lysis of adhesions, perineoplasty, and anterior/posterior repair on (B)(6) 2012 due to genuine stress urinary incontinence, cystocele grade 3, rectocele grade 2, and perineal relaxation. No additional information was provided.